Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter read inaccurately erratic. The medical surveillance specialist (mss) spoke to the patient on december 10, 2009, and was able to obtain/verify information. The patient tests his blood glucose 5-10 times a day. He takes lantus insulin in the evening and sliding-scale humalog insulin based on his meter readings. The patient indicated tht the alleged issue had been occurring for the past year on numerous occasions. The patient mentioned that his readings would fluctuate by as much as 200 points within minutes. As a result of the alleged issue, the patient claimed that he suffered several instances of "severe hypoglycemia: and severe hyperglycemia". In the hypoglycemic events, the patient claimed that he probably took too much insulin based on an inaccurate meter reading and then developed symptoms of shakiness and sweating. In one event, the patient claimed that he was in mexico and obtained a meter reading of "390 mg/dl." Based on the meter reading, the patient stated that he took an unknown dose of sliding-scale humalog insulin. Within 15 minutes of testing and taking the insulin, the patient claimed that he developed symptoms of sweating and shaking. He tested himself immediately after the symptoms developed and claimed to have gotten a result of "50 or 55 mg/dl." He assumed that the result of "390 mg/dl" was inaccurate and that he had taken too much insulin. The patient administered self-treatment by drinking a lot of mango juice to prevent himself from passing out. The patient alleged that he has been probably giving himself incorrect amounts of insulin resulting in high and low blood sugar events. Now, the patient tests himself twice before taking any insulin since he is afraid of having hypoglycemic events. The patient was reportedly using correct steps for testing with the reported meter and products. The reported meter was set to the correct unit of measurement setting. The patient did not have control solution or the reported meter for troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.